Event description:
It was reported that during an atherectomy/stenting procedure, device withdrawal difficulties were encountered. Following successful ablation of an unspecified lesion, the physician was removing the burr in dynaglide when he noted that the wire was moving. It was noted that the brake defeat button of the rotalink advancer was stuck in place. The physician then removed the entire system without difficulty, and continued the procedure with stenting the lesion. No pt complications were reported, and pt status was reported as "okay".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.